Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. The customer's blood glucose level was 400mg/d at the time of the incident. The customer treated with bolus from insulin pump and declined troubleshooting for the high readings. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated they received the beeps and the numbers appeared on the screen. The customer was advised to monitor insulin pump. The insulin pump will not be returned for analysis.